Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling", "induration", and "sensation of pressure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volift¿ with lidocaine in the lips. 6 weeks later, patient experienced "severe swelling of the upper lip (up to three times the original size post injection)". Patient also experienced "induration of the lip" and a "strong sensation of pressure". Patient is being treated with cortisone, symptoms ongoing.